Manufacturer narrative:
Insulin pump passed displacement test. The device was received with cracked battery tube threads and partially broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged at battery compartment. Customer¿s blood glucose level was 8.2 mmol/l. No further information was provided. The customer was advised to discontinued the insulin pump and revert to backup plan. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.